Event description:
It was reported that the rigid video scope had yellow and purple stripes in the image during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber bonding in the outer tube area (distal end) is damaged, the video cable protector was cut, and a green image was observed. A root cause could not be identified. Based on the investigation results, it is likely that the following caused the malfunction: the charge-coupled device was defective. Regarding the additional reported malfunctions, the root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.